Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2023-05-19/25/26. The flow/bubble sensor was checked and worked as intended. The venous bubble sensor was detected as defective. According to the fst, the sensor panel needs to be replaced to solve the failure. The cardiohelp did not pass all functional tests. Thus, cardiohelp is out of service and is not released for patient use until the sensor panel is replaced. Further, the cardiohelp did not pass all functional tests and was taken to mexican service center for further investigation. A follow up will submitted when additional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the cardiohelp does not stop when it detects a bubble in the line during treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
Initially. It was reported that the cardiohelp does not stop when a bubble was detected in the line. The getinge field service technician could confirm that the intervention was not activated. Later a venous bubble sensor defective error message occurred, as well as a flow/bubble sensor defective error message. The customer stated that the venous bubble sensor was faulty. A getinge field service technician (fst) was sent for investigation and repair on 2023-08-29 and 2023-09-06. The flow/bubble sensor was checked and worked as intended. The venous bubble sensor was damaged. The defective sensor panel caused the error message of the flow/bubble sensor. The sensor panel and venous bubble sensor were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error messages could be confirmed on the date of event. According to the fst the root cause for the event that the bubbles were not detected is that the customer did not activated the intervention. Further, another venous bubble sensor with a similar failure "venous bubble sensor defective error message" was investigated by the supplier (B)(4). Following possible root causes were determined: -damaged wiring inside the cable due to mechanical tension -damage due to overvoltage or esd (electrostatic discharge). Moreover, a similar failure "flow/bubble sensor defective error message due to the sensor panel" was already investigated by getinge life cycle engineering (lce) germany. An unreliable plug connection on the digiflow mini-board led to the error. However, according to the risk analyses of the cardiohelp device the most probable root cause for the flow/bubble sensor defective error message is a defective connection between the sensor bridge board and the digiflow board caused by an electro static discharge (esd). Therefore the error message "flow sensor defective" will be displayed. Referring to the instructions for use (IFU), chapters 2.2.5 "monitoring and sensors" and 5.4.4 "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. The device was manufactured on 2021-05-10. The device history record (DHR) of the cardiohelp was reviewed on 2023-06-09. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failures "venous bubble sensor defective and flow/bubble sensor defective error message" could be confirmed. Based on the results the reported failures "bubbles did not stop the pump when recognized" could be confirmed, but was no device related malfunction. The complaint failure "bubbles not detected due to user error" was found in the database of customer complaints for the cardiohelp as a single event (timeframe from 2022-04-26 till 2023-04-26). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).